Event description:
A baxter field service technician serviced a colleague device for a battery issue. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.13.92).

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the assignable cause for this condition was assigned to use/user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed and reproduced. The assignable cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. Additional information: additional investigation is being conducted through prs # (B)(4). A follow-up MDR will be filed if any additional details become available.